Event description:
The user facility reported that when connecting the endoscope and checking the equipment before a procedure, error code b30 (scope communication error) appeared on the display screen. Another endoscope system was used for the procedure. There was no report of patient injury or user harm due to the event. An olympus field service engineer inspected the equipment on-site and determined the issue was related to the evis exera iii xenon light source (subject device).

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Inspection of the customer returned device confirmed the scope communication error (b30) occurs while connecting with 190 scopes due to a rusty scope socket unit. Additionally, a non-olympus xenon lamp was found, but this defect does not reflect a potentially reportable event. Based on the results of the investigation, error code b30 occurs when transmission fails between the camera head and processor; therefore, it is likely the cause of the event was the rusty scope socket unit. Olympus will continue to monitor field performance for this device.